Event description:
It was reported that the 9800 system intermittently had high and low ma error messages. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube and high voltage supply regulator were replaced. The filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.